Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the sureform 60 stapler instrument and the stapler reload for failure analysis investigation but at this time the device have not been returned. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A stapler log review was completed for the procedure on 31-mar-2022 on system sk3415. The sureform 60 stapler instrument (part #480460-09; lot #t90211201-0275) was used in 7 different events, where the first 3 firing events with all blue reloads were fully successful. Then the 4th event had 4 incomplete clamping attempts with a blue stapler reload installed. After the blue stapler reload was changed to a black stapler reload, the fourth fire was completed successfully. There are 2 more firing events after this one with both white reloads. This complaint is reportable due to the following conclusion: during a da vinci-assisted bariatric revision surgical procedure, the surgeon used a sureform 60 stapler instrument with a blue sureform 60 reload installed and fired on stomach tissue. It was alleged that the blade cut the tissue; however, there were no staples. As a result, there was a gaping hole on both the pouch and the remnant tissue. The surgeon repaired the hole with sutures. In addition, the patient had a second surgical procedure to repair a pinhole-sized post-operative leak identified on the failed staple line repair. The causes of the customer reported failure mode and post-operative complication are unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
In relation to a da vinci-assisted bariatric revision procedure, it was reported by a surgeon via a social media post that she was "doing an urgent revision from vbg (vertical banded gastroplasty) to a gastric bypass due to complete obstruction at the silastic band, things going beautifully. I fired my final staple load vertically to complete my new pouch. Blue load 60: compresses, no error, fires...opens...no staples are fired but the sled cut the tissue and there is a gaping hole on both the remnant and the pouch at the ge junction." It was stated that as the fundus was quite snug on the bougie, the open hole was repaired by hand sewed sutures. At the end of the procedure, a leak test was conducted and found to be negative. The surgeon also scoped the patient to ensure patency. Intuitive surgical, inc. (Isi) also received medwatch report with uf/importer report #0301190000-2022-8008 with the following information: "staple load failure with resulting leak requiring two subsequent surgical interventions. Surgeon was proceeding with robotic revision roux-en-y and fired a blue 60mm staple load using the sureform 60 endoscopic motorized cutting stapler. Upon stapler completion, it was noted that staple load had cut tissue but not stapled on either side of cut causing gastric contents to leak out. A subsequent 60mm blue load was used to complete the intended cut. After this was done, surgeon noted pancreatic tissue near area of subsequent cut/staple. Doctor then verbalized concern that pancreatic injury may have occurred. Another surgeon was consulted and came to verify that no pancreatic injury had indeed occurred. Retroperitoneal tissue was sent to pathology to verify. Repair of gastroesophageal junction due to failed stapler load was completed." Isi contacted the surgeon and obtained the following additional information regarding the reported event: during a da vinci-assisted bariatric revision procedure, the surgeon used a sureform 60 stapler instrument for stapling near the gastroesophageal (ge) junction. During the fourth staple fire with a blue sureform 60 reload installed, the stapler instrument clamped down; however, there was a pause for compression. Then the instrument was fired. There were no system-generated errors. The blade cut through the stomach tissue; however, there were no staples on the tissue or the stapler reload. A gaping hole on both the remnant and the pouch at the ge junction allowed the stomach contents to come into the surgical field. The fundus was quite snug on the bougie; hence hand sewed sutures were placed to repair the open hole. The surgeon then continued to use the same sureform 60 stapler instrument for three to four more fires with no issues reported. At the end of the procedure, the surgeon conducted an icg leak test, which was negative. The surgeon scoped the patient again before the end of the procedure on the gastrojejunal junction, and it was negative. On postoperative day (pod) #1, the surgeon ordered a planned swallow study, which was positive. As a result, the patient was taken in on pod #1 for a second robotic procedure to fix the leak. There was a small pinhole-sized leak identified on the failed staple line repair. The surgeon repaired the tiny hole with a suture and a grand patch. A leak test was conducted, and it was negative. On pod #5 (from the second procedure), the patient was discharged after a confirmed negative swallow study. The patient is reported to be recovering well with no postoperative complications. The surgeon confirmed that the stapler reload was not a used reload, as the or staff's standard practice is to open a new stapler reload as they install it on the stapler instrument. The surgeon confirmed there is no video recording of the procedure. When the surgeon was asked about the possible pancreatic injury noted in medwatch report with uf/importer report #0301190000-2022-8008, the surgeon confirmed there was no injury or any issue to be concerned about, and it was unrelated to the stapling topic or the robot. The surgeon also confirmed that the patient underwent just one subsequent procedure on pod #1 to fix the leak and not two as reported in the medwatch report.